Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose ranging from the high 20's to 446 mg/dl. The customer stated that their insulin pump has issues recognizing the battery. The customer would have to adjust the battery cap to make the device work. The customer stated that they inserted a new sensor but the insulin pump failed to go into the suspend mode after the sensor read the glucose levels of 70 mg/dl. The customer no longer uses the sensor feature. The customer felt symptoms of low blood glucose due to not eating one night. The customer believes that the insulin dosage was too high in that particular morning. The customer felt symptoms of high blood glucose of 446 mg/dl on (B)(6) 2014 and was treated by paramedics because the customer was dazed. The customer stated that they will treat themselves with syringes. The customer was sent a new battery cap to resolve the issue due to the power loss of their insulin pump.